Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a missing sensor wire. The sensor was inserted at the abdomen on 03/10/2019. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and was unable to perform an investigation on the complaint because only the applicator was returned. The customer's complaint of a missing sensor wire was not confirmed. A probable cause could not be determined.